Event description:
The needle failed to completely retract after pushing white button which resulted in a needle stick injury.

Manufacturer narrative:
The sample was returned on 09/10/2008 and is currently being decontaminated. Upon decontamination and completion of investigation, a supplemental report will be submitted.